Event description:
Information was received that a long term mechanically ventilated patient was disconnected from the device by the caregiver to perform patient care. When the circuit was reconnected to the patient, the circuit was reportedly assembled incorrectly. The peep valve was reported to have been placed at the patient connector resulting in the patient being connected to the exhalation port on the exhalation valve. As a result, the patient did not receive any breaths when reconnected to the device. The low pressure alarm was set to 10 cm h20 and was reported to have not sounded as a result of the incorrectly assembled circuit. It was also reported that the peep valve would come apart at times and needed to be placed back in the circuit. An autopsy was performed and the cause of death was reported to be accidental. The device was tested by both the dme provider and the manufacturer and was found to operate and alarm to specification. The dme provider was also reminded per device labeling how to set the low pressure alarm. The manufacture recommends the low pressure alarm to be set 5-10 cm h20 below the peak inspiratory pressure. Per device labeling, the dme provider was also re-educated on the use of heat moisture exchangers and the warning statement that illustrates that in the presence of secretions, the use of such devices may prevent the device to detect a circuit disconnection.